Event description:
Customer reported a button error alarm. Advised customer to remove batter the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and window and cracked battery tube threads.